Event description:
(B)(4). It was reported that following a percutaneous coronary intervention, side branch stenosis occurred. In (B)(6) 2013, the subject's qualifying condition was myocardial infarction with unstable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was located in the proximal left anterior descending (lad) artery with 95% stenosis and was 8 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00mm x 20 mm study stent with 0% residual stenosis. Baseline core lab angiography reports revealed 40% side branch stenosis at the 1st diagonal branch segment. Post procedure angiography revealed 70% ¿branch percentage stenosis¿ in the 1st diagonal branch segment. One day post procedure, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).